Event description:
The customer reported that following a vasoseal es deployment in 2000, the pt was diagnosed via ultrasound in 2000 with a pseudoaneurysm. The pt was taken to surgery for repair of the pseudoaneurysm in 2000. The pt was discharged in 2000 with no further complications reported.